Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer replaced syringe seals and cleaned the probe. The sipper and vacuum nozzles were adjusted. Ise checks were performed. Calibration was performed and was successful. Controls recovered within range. The customer performed patient sample result comparison studies. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. The sample initially resulted in a na value of 133 mmol/l. The sample was repeated due to being a critical value. The sample was repeated, resulting in a na value of 139 mmol/l. The repeat value was deemed correct.